Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-13 below) as part of internal complaint handling activities. Patient weight not reported. Date of event is unknown. The event is considered to be when patient began to experience pain and tingling. Catalog # and serial # not utilized by trilliant surgical. This event includes multiple parts. All related lot #s and unique identifier (UDI) #s are listed below. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Date explanted is unknown as the explantation was not reported to have occurred at the time of reporting. Concomitant medical products and therapy dates not reported. Initial report fax not provided. Device bla number is n/a to this report. Na was not entered within this field as this caused technicals errors to occur in previous MDR submissions. Follow up n/a to this report. Per item 4 above, all device manufacture dates are listed below. Removal # n/a to this report. No files attached to this report. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving gridlock plate removal between december 2019 and december 2020. Three (3) similar complaints were identified with the following root causes:surgeon preference, device failure, and unknown. None of these events contain parts of the same lot number as the reported event. Device history record (DHR) review: while the specific lot number of the involved implants could not be identified, the following lot numbers were identified and reviewed as possibilities based on the applicable sales representative's current inventory: 5 hole vlc gridlock plate (p/n 300-50-005) lot #tsl002904 [manufactured 09/15/2015, UDI (B)(4) which had no associated reworks (rwks) or deviations. Lot #tsl002904 had one (1) associated nonconformance reports (ncrs); nmr 15-258 was initiated for one part failing for feature 5 (plate thickness). As the lot underwent 100% final inspection and all nonconforming parts were scrapped, nmr 15-258 does not pertain to the reported event. 6 hole vlc gridlock plate (p/n 300-50-006) lot number is unknown. Therefore, UDI # and device manufacture date cannot be determined. 3.0mm x 14mm gl locking screw (p/n 302-30-014) lot #24238 [manufactured 12/02/2013, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl002943 [manufactured 10/20/2015, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Lot #tsl003029 [manufactured 12/14/2015, UDI (B)(4) which had no associated ncrs, rwks, or deviations. 3.0mm x 16mm gl locking screw (p/n 302-30-016) lot #tsl002940 [manufactured 10/09/2015, UDI (01)00812926023304(10)tsl002940] which had no associated ncrs, rwks, or deviations. In conclusion, there were no identified issues related to the complaint event. Review of surgical technique : gridlock plating system instructions for use, IFU 900-01-006 revision n corresponds to the event. It is unknown if the doctor/ user followed the IFU as there is limited information was provided for the surgical technique / conformance to the IFU. Visual and dimensional inspection: the part has not yet been returned, so visual and dimensional inspection could not be conducted. Simulated use testing: based on the inability to recreate the pain that the patient was experiencing, simulated use testing was not conducted. Simulated use testing would not provide further information into the root cause of the event due to the limitations. Investigation conclusion: within the event description, the following information was provided: the patient was experiencing overall tingling and pain in her foot in which the hardware was implanted. The pain is sometimes described to be "shooting up her leg". The patient was compliant with all post-operative instructions. Post-operatively and under x-ray review, the left foot demonstrates healed fractures, no sign of acute fraction, internal fixation remains properly seated with no sign of losing and / or loss of correction. Though there were no abnormalities identified when doctor 1 reviewed the site under x-ray, the patient has requested all hardware to still be removed. The removal has not yet occurred. The x-rays are unavailable to trilliant surgical. The hardware has been requested to be returned to trilliant surgical upon completion of the removal case. Based on the information doctor 1 provided, there is no identifiable reason for the source of pain.

Event description:
On 12/10/2020, a scheduler at facility x contacted trilliant surgical's generalized information email to request the facility's local trilliant surgical representative's information to ensure they had the correct tools in surgery for an upcoming removal case. The scheduler was contacted via phone shortly after to gather further information regarding the scheduled removal. The aforementioned removal is not yet scheduled due to insurance variables per the scheduler, but the case is requested to be scheduled for a date in (B)(6) 2021 at a local hospital. The scheduler communicated that once known, the date of the removal and where it will occur at will be provided to trilliant surgical. The scheduler reported during the phone conversation that the patient reported to her physician, doctor 1, during an appointment (date of this appointment is unknown) that she was experiencing overall tingling and pain in her left foot, the foot where trilliant hardware was implanted. Additionally, this pain occasionally wakes her up at night and she experiences the pain "shooting up her leg". Doctor 1 notated in the patient file that the x-rays taken of the left foot show healed fractures, no sign of acute fraction, and confirmation that the internal fixation is properly seated and presenting no sign of loosening and/or loss of correction. After being presented this information, the patient requested the hardware still be removed. The trilliant hardware, one (1) 300-50-005 (5 hole vlc gridlock plate) and one (1) 300-50-006 (6 hole vlc gridlock plate) fixated with six (6) 302-30-014 (3.0mm x 14mm gl locking screw) and three (3) 302-30-016 (3.0mm x 16mm gl locking screws), was originally implanted at facility y on (B)(6) 2017 by doctor 1 to repair a non-displaced 2nd and 3rd metatarsal fracture. The patient is a (B)(6)-year-old (dob: (B)(6)) female, weight unknown, with reported moderate bone quality. The patient's medical history reports osteoporosis, blood clots, arthrodesis, asthma, stomach ulcers, and hypothyroidism. The patient was compliant with all post-operative instructions. The scheduler confirmed over the phone that this is all the information that was made available to her. This activity confirms a diligent and good faith effort has been made for this event to obtain patient information. It has been requested that the hardware be retained by the facility and/or trilliant representative upon removal and sent back to trilliant surgical for investigation following the pending removal procedure.

Event description:
Additional information received: on 01/28/2021 an independent sales representative called to report further information regarding the removal procedure captured on (B)(6) 2020 as documented in initial MFR report # 3007420745-2021-00002. The hardware was removed at facility x by doctor 1 on (B)(6) 2021. All hardware was removed without problem. Fusion did occur. Doctor 1 confirmed there was no nerve and/or tissue impingement. The sales representative reported that the patient did suffer from neuropathy which is what doctor 1 attributed the reported pain to. The removed hardware was disposed of following the removal and will not be returned to trilliant surgical's corporate office for further evaluation.

Manufacturer narrative:
The following outlines the additional information being provided for follow-up submission 1 to MFR # 3007420745-2021-00002 as a result of additional information received regarding the original event: b3 - date of event is the date of the removal surgery. D7 - explant date is the date of the removal surgery. E1-4 - updated as different personnel reported the follow-up information than the initially reported information. Note: reporter email was not reported. G1 / g2 - name, telephone, and email address updated as different personnel is submitting the follow-up submission than submitted the initial submission. G3 - updated as different personnel reported the follow-up information than the initially reported information. G4 - date that follow-up information was received. H1 - type of reportable event (remains unchanged; required data field for submission). H6 - as a result of the additional information received, the patient code and conclusion code was revised to reflect information received. H10 - summary of additional information received.